Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.